Event description:
The customer stated that he replaced the speaker but still getting speaker malfunction. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.